Event description:
No pt injury. During case set up the operating room staff noted presence of foreign material in and on product packaging upon opening. Four packages were open before finding an acceptable condition of the product. There were two different lots involved.